Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber is broken within the outer flow tubing (between knob and metal cap) just forward of control knob; there is no signs of melting at the location of the fracture; the fiber tip shows signs of usage; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild charred detritus adhesion. Probable root cause: based on the device analysis, the probable root cause of the failure is: excessive bending/user handling.

Event description:
It was reported that at 99,288 joules while using a side-firing surgical fiber during a prostate procedure, the fiber "broke on the connector part" . Time expended: 13:48 minutes. The fiber was replaced and the procedure continued using a second surgical fiber. At 231, 895 joules while using the second side-firing surgical fiber, the fiber output was observed to be end-firing. The physician elected to end the procedure at that point, determining he had removed enough prostate tissue. Time expended: 13:19 minutes. Patient outcome: "ok" - there was no injury reported. This report is for the first surgical fiber used.